Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and trimmed the leaking scavenger tubing. A ge healthcare service representative performed a checkout of the equipment, and the unit was returned to service. The customer contact reported there is no patient information available. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported sustained rising pressure delivery during a case. There was no report of patient injury.